Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y needle disengagement was difficult. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the medical staff punctured the patient in the correct medical operation, and the needle core of the patient could not be retreated by using the closed anti-needle-stick type vein indwelling, resulting in the second puncture of the patient.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y needle disengagement was difficult. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the medical staff punctured the patient in the correct medical operation, and the needle core of the patient could not be retreated by using the closed anti-needle-stick type vein indwelling, resulting in the second puncture of the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9143747 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.